Event description:
User experienced discrepant tropinin t results for one patient. Initial result on baseline sample gave 0.148 ng/ml, repeat in 2008 gave <0.010 ng/ml. Initial result was reported and questioned by the physician. No information provided to determine if patient was adversely affected. The investigation unit did not verify the complaint and could not determine the exact reason for the fller. It was noted the appropriate centrifugation procedures were not followed. Additionally, the field service representative aligned the tubing, adjusted the high voltage and replaced the measuring cell.